Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during set up or inspection, it was noticed that the adhesive of opsite post op dressings was weak so the release paper was separated, and the film part was sticking to the wrapping paper. 3 dressings presented the failure mode. No case involved; therefore, no patient involvement.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment was sent for evaluation, however, the due to logistical issues the sample was sent to the wrong location and cannot be traced. Photographic evidence has been provided. A visual inspection of the image confirms reduced adherence, establishing a relationship between the device and the reported event. The root cause determined as a raw material issue. A review of the manufacturing records found that there was no evidence that the product did not meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
The device intended to be used in treatment has not been returned for evaluation. The photo provided indicates film was delaminated from carrier and got creased, which confirms a relationship between the device and the event reported. The worn anti-adhesive roller had been identified as the root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history file contains further instances/related events of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith and nephew will continue to monitor for any adverse trends relating to this product range.